Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were several stent struts in the middle of the stent that were pulled in distal direction, and some were bunched and overlapping. The distal tip was damaged. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There were several kinks throughout the hypotube of the device. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 05-jun-2016. It was reported that tip damage occurred and crossing difficulties were encountered. The target lesion was located in the left anterior descending (lad) artery. After pre-dilatation was performed, a 2.25 x 38 synergy ii drug-eluting stent was advanced but failed to cross the lesion. The physician then removed the device and predilated the lesion again. However, upon attempting to re-insert the device, it was noted that the tip of the delivery system was damaged. The procedure was completed with another synergy with the same size. No patient complications were reported. However, returned device analysis revealed stent damage.